Event description:
It was reported, the physician implanted this valve in a patient with a bsa of 2.18 and severe left ventricular hypertrophy and emphysema. Patient presented with a 70mm gradient in 2007. Echo showed no calcium or ai and nothing remarkable about the valve itself. The physician indicated the event was not caused by the device.